Event description:
It was reported that the patient presented during implant procedure. Prior to the implantation of lead, it was noted that the helix of the reported lead failed to extend. The procedure was completed using an alternative lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix extension issue was confirmed. As received, a complete lead was returned in one piece for analysis. Full analysis found the inner coil in the connector region over-torqued consistent with procedural damage. The cause of the reported helix event was isolated to an over-torqued inner coil. No other anomalies were identified.